Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
Subsequent to initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Product registration - correction, b5: describe event or problem ¿ subsequent to initial MDR, d4: catalog no- correction, g3: date received by manufacturer - additional, h2: additional information/correction, h10: corrected data.